Event description:
It was reported the front and back cases are damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and corroded. It was also noted that the control knobs were contaminated, the battery drawer was broken, one side bail cover was missing and one cover was broken, the ring cover was missing, the battery drawer o-ring was contaminated, two case screws were missing, one side bail was missing, and the ring bail was missing. (B)(4).